Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor leaked inside the protective bag. The leak was from the flow restrictor having come loose from the tube. This was observed when the customer unpacked the shipping box. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to h4 and h6. H4: device manufacture date - the lot was manufactured between august 1-5, 2024. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed, and it was noted that there was fluid inside a bag that contained the folfusor device which suggested a leak had occurred inside the bag. The reported condition was verified. The customer reported problem indicates the cause of the leak was due to the flow restrictor detached (broke off) from the tubing line. Based on historical data of similar leak reports from returned samples, the morphology of the end of broken tubing line and internal sites of breakage suggested there was extra solvent present which caused melting of the tubing. The melting likely decreased the integrity of the tubing, causing breakage of the tubing line to occur. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.